Manufacturer narrative:
Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of a programming error was not confirmed through review of the device logs and was not replicated through device testing since they were not provided by the facility. The initial infusion of an unknown drug (suspected to be morphine) was programmed on 20jun2025, at 1:32 pm as a pca dose only at a dose of 2 mg/hr and a detected syringe volume of 24.7871 ml. The max dose was set at 32 mg, triggering a guardrails soft limit warning, which was overridden by the user. A pca dose request was made at 1:36 pm. Two (2) more pca dose requests were made after, one at 4:14 pm and another at 5:55 pm, before the pca module was reprogrammed at 7:41 pm. The pca module was not programmed in continuous mode until 21jun2025 at 12:51 pm, which did trigger the guardrails soft limit for continuous dose limit of 1 mg exceeded. There were three (3) more instances of the module being programmed in continuous mode until 23jun2025 at 5:45 pm. External and internal inspection, as well as testing of the suspect devices could not be performed since they were not returned for investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris system user manual (v12.3) states what happens when a guardrails soft limit is overridden. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported incident was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. No signs of a programming error or a device malfunction were observed during the review of the logs. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device expected soft limit alert does not appear for morphine medication for 30mg/30ml concentration. There was a programming error that led to the morphine programmed at 2mg / hour which was above the expected limit of 1mg/hour. On follow up the customer indicated: "it is known that there was at some point a continuous infusion rate of 2 mg/hour programmed that was not ordered. The patient was ordered a 2 mg pca demand dose, no continuous infusion". The intended infusion was pca dose 2 mg, lockout interval 15 minutes, four-hour dose limit 32 mg. No continuous infusion. The customer indicated "no acute events related to this incident." There was patient involvement, but no harm reported.

Event description:
It was reported that the device expected soft limit alert does not appear for morphine medication for 30mg/30ml concentration. There was a programming error that led to the morphine programmed at 2mg / hour which was above the expected limit of 1mg/hour. On follow up the customer indicated: "it is known that there was at some point a continuous infusion rate of 2 mg/hour programmed that was not ordered. The patient was ordered a 2 mg pca demand dose, no continuous infusion". The intended infusion was pca dose 2 mg, lockout interval 15 minutes, four-hour dose limit 32 mg. No continuous infusion. The customer indicated "no acute events related to this incident." There was patient involvement, but no harm reported.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.